Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient contacted a us distributor on (B)(6) 2014 to report "a redness" under the electrodes. The irritation was reported to be red but not open or bleeding. During a follow up on (B)(6) 2014, the patient reported that his doctor gave him a cream to use on the irritation. The final medical outcome of the irritation is unknown.